Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilation kit was used for the treatment of benign prostate hyperplasia (bph) four days earlier. According to the complainant, approx 15 minutes into the procedure, the physician rec'd a low water level reading. The physician removed the catheter and upon investigation, found that both the prostatic and anchoring balloons were leaking. The procedure was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has been rec'd, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a follow-up medwatch report.